Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had to press the buttons more than once to respond when turning on the insulin pump. The customer's blood glucose value was unknown at the time of the incident. It was reported that the insulin pump had scuff marks. The device will not be returned for analysis.